Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing low blood glucose when waking up. Customer declined to provide blood glucose value. Customer believed pump basal rate was too high and adjusted basal setting to address the issue. Recommendation was made by tandem technical support to discuss pump setting with healthcare provider. Customer's blood glucose was 158 mg/dl at time of report.